Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
A company representative was following up on the patient, whose device was potentially at end of service, when it was reported that the patient's vns device was explanted sometime in 2002 due to infection. It was not reported which products were explanted. Manufacturing records were reviewed and confirmed that the lead and generator had been sterilized prior to distribution. No additional relevant information has been received to date.